Event description:
"Customer reported: concern is about the use and safety of the sol-care safety needle. I placed a sol-care 25g x 1" needle on the mencon c (neisvac-c) vaccine syringe. This syringe is a slip tip type. As I tried to loosen the needle cap off prior to administration the complete needle unit pulled away from the syringe and vaccine leaked on my desk drape."

Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed. This report was initially submitted on 05/08/2024. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection. This supplemental MDR is being submitted to correct lot number provided in the initial MDR [3014312726-2024-00216]. The previously reported was incorrect.the correct lot number is 07110007.